Event description:
Tip of screw broke off 5 months post acl reconstruction. Info received from foreign co rep indicates: "pt felt sharp pain on the right knee and contracture a few days before pt couldn't walk. There was no injury before. The tip of screw was found in the lateral recess. It was retrieved using the incision over it." This device is used for treatment.